Manufacturer narrative:
Received one (1) used. List #142730490, plum 150 ml burette set. No damage or anomalies noted. The set was leak tested per specifications, and no leakage was observed. The complaint of a leakage cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 9/15/2025.

Manufacturer narrative:
Additional reporter: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that "there was leakage during infusion even if the filter vent was closed. There is one quantity affected. There was patient involvement but no patient harm